Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
Additional information received for d6 explant. Section d catalog number was corrected section e initial reporter information was added since it was omitted from the initial.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the product damage cannot be determined since insufficient clinical details were provided and no product was returned.

Manufacturer narrative:
D6b: explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the nurse noticed that the distal end of the anticontamination sleeve no longer attached to touy-borst lock. Tegaderm applied for additional securement. It was reported that the device position was stable.